Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 4fr s/l powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 8cm and 9cm depth markings. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Material discoloration at the corners of the split. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of reze0025 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016- it was reported by user facility that a patient had a port placed at a different facility for chemotherapy. The port (unknown manufacturer) was removed because of infection and the facility placed a PICC line on (B)(6) 2015 for vanco therapy. After the therapy was complete the PICC line was maintained for vascular access for chemotherapy and IV fluids. On (B)(6) 2016 when a home health nurse flushed the catheter after drawing blood, she said it "felt funny" and noticed the biopatch dressing was wet. It reportedly appeared to be leaking fluid from the insertion site and no hole was noticed on the external line. The PICC was removed and a hole was found at the 8cm line. A new PICC was placed.